Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The blood glucose reading was 600 mg/dl. In troubleshooting, the insulin pump passed a drive support cap test and a manual prime test. The customer was advised to contact her health care provider to treat for blood glucose. No further information was provided.